Manufacturer narrative:
Additional information was received that the patients headaches were not device related. The patient underwent an ipg replacement procedure due to magnetic resonance imaging (MRI). No device malfunction was suspected and the patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing headache when turning the spinal cord stimulator (scs) on. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing headache when turning the spinal cord stimulator (scs) on. The patient will undergo an ipg replacement procedure.